Manufacturer narrative:
Evaluation of the returned 3maxc confirmed a distal shaft fracture. Evalution revealed stretching at the fractured location. This indicated that the device was stretched prior to fracturing. If the device is manipulated against resistance, damages such as stretching and subsequent fracture may occur. Based on the reported event, the root cause of the resistance could not be determined. Further evaluation revealed kinks on the proximal shaft and ovalization on the distal shaft. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red72 reperfusion catheter (red72), penumbra system 3max reperfusion catheter (3maxc), and guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician was advancing the 3maxc over a guidewire through red72 and up the ica. Subsequently, when the 3maxc reached the distal middle cerebral artery (mca), the physician noticed under fluoroscopy that the distal end of the 3maxc was broken. Therefore, the red72 was removed containing the broken 3maxc and guidewire. It was also reported that the red72 was bent at the proximal end close to the hub. The 3maxc and red72 was not used for the remainder of the procedure. The physician then attempted to use a new 3maxc and a new red72; however, the physician was unable to track the red72 up to the target location using the 3maxc. Therefore, the physician decided to remove the 3maxc. There was no damage noted on the 3maxc. The procedure was completed using a new non-penumbra catheter, same red72, and the same guidewire to achieve thrombolysis in cerebral infarction (tici) 3. There was no report of an adverse effect to the patient.